Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock lead impedance measurements on the right ventricular (rv) channel. Defibrillation threshold test was performed to obtain value. This ICD was explanted several years afterwards due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of b5: describe event or problem, h1: type of reportable event and h6: impact codes fields. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock lead impedance measurements on the right ventricular (rv) channel. Shock lead impedance testing was performed to obtain value. No adverse patient effects were reported. This device remains in service.